Manufacturer narrative:
Correction: h6 migration code should have been dislodgement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the left ventricular lead exhibited high capture thresholds due to migration. The lead was removed and replaced. The patient was stable.